Event description:
It was reported that during the test period of the implant procedure, the pacing parameter (non-specific) was unsatisfactory. While adjusting the lead's position, the helix at the tip could not be extended. Attempts to extend the helix outside the patient's body were unsuccessful, leading to the replacement of the lead. No adverse patient effects were reported. It was noted that the patient is hiv positive; therefore, this lead cannot be returned.